Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/16/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1998 cannulated screwdriver shaft broke during use. The case was completed using another screwdriver. All the broken fragments were removed. This was discovered during a procedure on (B)(6) 2024. Additional information requested. Additional information provided 2/21/24: the procedure performed was an anterior ligament reconstruction. The surgery was completed without additional anesthesia. The patient had no negative effects.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method used to prepare the bone, was not provided. The most likely cause is attributed to misuse due to use error of over-torquing/over-engaging the driver with the screw head.